Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, and mesh were implanted; and on (B)(6) 2010, bard align was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2007, the patient underwent a gynecological procedure in order to treat complete uterovaginal prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistulae, bleeding, vaginal scarring, recurrence, and other non specific outcomes. It was reported that on (B)(6) 2010 the patient underwent a gynecological procedure and bard align was implanted, as well as removal of eroded mesh due to pain, infection, and erosion. The patient underwent examination on (B)(6) 2010. She reported feeling a pop and then some urinary incontinence. There was a good urine stream, s/p previous procedure. There was a confirmation of records of prior surgery and noted that the urinary incontinence was only minimal with heavy coughing. There was no surgical need for correction at this time. (B)(6) 2010 exam patient denied use of the meds as prescribed was not drinking water but other beverages, did not go to the pt that as ordered for her, and was not using the estrace as prescribed. (B)(6) 2011 patient complained of blood on her pad, swelling in her abd, excessive thirst, and was concerned about her kidney function. Complained of continued incontinence but continues to refuse the pelvic floor therapy. Patient has not been compliant with the follow up reported per note. (B)(6) 2011. Patient had an exam wnl per the note. Blood sugar was 95. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/09/2016.